Event description:
Customer reports that she compared her device to the doctor's device where her device read 187 mg/dl and the doctor's device read 432 mg/dl within 10 minutes. No action was taken based on either result. No adverse event reported and no treatment received. No strip info was reported. No quality controls were used. Requested return of suspect device and replacement was sent.